Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause of the reported failure is user-related, such as excessive force during needle firing. Dfu-0392-sub-eo warns against the listed uses to help prevent needle breakage and potential patient injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion had the needle break inside the cannula and was unable to be dislodged. This was discovered during a procedure with no patient harm or case delay reported. Additional information provided 10-dec-2025: it was further reported this occurred during an acl with medical root repair procedure that was completed with another knee scorpion.